Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.

Event description:
It was reported, "began distraction of device using appropriate wrench, distractor nut felt loose, proceeded with pt turning nut as directed 1/4 turn x 4/day. Called by morning 4 days after the event date, distraction lost gained length. Pt came to ed two days later, and everything was replaced with a new one.